Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller reports patient is currently inpatient. Caller reports patient was supposed to have lower back surgery, but never had the surgery. Caller reports he do not know why patient was scheduled for surgery or have ins explanted. Caller reports patient indicated she had sent her recharger and controller back to manufacturer. Caller reports patient is currently scheduled for MRI of head. Redirected caller to patient's hcp. Additional information was received from the hcp stating the patient had a lack of therapy after implant and other back issues and referred the patient to another hcp. This hcp reports that the patient needs an l4/l5 laminectomy and at that time the stimulator will be removed. Post implant of the spinal cord stimulator, the device did not help symptoms. Patient had incontinence that worsened since implant. Patient was evaluated for leg pain and weakness in (B)(6) 2025, this pre-existing symptom had worsened since implant. Surgery was delayed for cardiac and other workups, pt was only recently cleared for surgery, laminectomy and explant are not yet scheduled. There was no evidence of recent hospitalization in hcps chart.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.